Event description:
This was a spontaneous report from a (B)(6)-old female consumer reporting on herself. The consumer reported applying one precise pain relieving heat patch (no active ingredient) once on each hip at 11:30pm on (B)(6)-2011 for arthritis pain. The consumer went to bed and woke up at 2:00 on (B)(6)-2011. The product burned her hips that resulted in welts, red marks, and pain with her skin peeling off. As treatment, the consumer used silvadene cream (non-company drug). As of (B)(6)-2011, the outcome of the events were not resolved. This case is serious (medically significant).

Manufacturer narrative:
At this time, the device has not been returned for failure analysis/ laboratory testing. Given the circumstances of the reported events and the known mechanism of action of the device, a causal association with the device is possible.